Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 43mg/dl, with unsteadiness when standing and walking, associated with an alleged insulin on board issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the pump was allegedly not calculating the insulin on board rate while in the ezcarb mode. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with an insulin on board issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 15-may-2018 with the following findings: review of the pump history showed the last basal delivery was on (B)(6) 2018. The last bolus delivery was a 0.5-unit normal bolus on 03-may-2018 at 16:55. The pump was returned with the insulin on board (iob) duration set to 3.5 hours. For investigation, a 10-unit audio bolus and a 10-unit normal bolus were successfully performed. The iob status screen correctly reflected the boluses. With the iob remaining on the status screen an ez-carb bolus was performed; the pump adjusted the calculated amount correctly. The iob was found to functioning properly. The pump was exercised for 24 hours with a 2.0-unit-per-hour basal rate; at the end of testing the basal history correctly showed 2.0 units delivered and the total daily dose showed 48.0 units. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. No errors, alarms, warnings or delivery interruptions occurred during the testing. Investigation did not confirm nor duplicate the complaint.